Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient whose age and gender were not provided had impella cp pump inserted in an unknown location and for an unknown indication. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient experienced limb ischemia during impella support. Reverse puncture was performed; however, blood flow was poorly improved, and the patient was removed the day after implant. Limb ischemia did improve, and the patient's treatment was continued with an intra-aortic balloon pump (iabp). No further information was provided.